Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted that upon inflation solution lead of cut in inflation valve arm unable to inflate catheter. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: a, b, d, e f, h - UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was not deflating completely. No medical intervention was reported. Per customer follow up information received on 12june2025, stated that the customer had 3 samples available to send in; address: (B)(6). They had lot# ngjx1555 placed on (B)(6) 2025 in a male patient, lot# ngjx3549 placed on (B)(6) 2025 in a 66 aged male, lot# ngjy2894 placed on (B)(6) 2025 in 74 aged female. The clinical staff was able to remove the catheter with extreme difficulty that caused discomfort to the patients. Notes from event reports: foley catheter difficulty removing. Pct called registered nurse to ask for help. Registered nurse was able to remove it, but the balloon was still mildly inflated despite the balloon being fully emptied.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was not deflating completely.